Manufacturer narrative:
A steris service technician inspected the sterilizer and found it to be operating properly; no issues were reported. User facility personnel were capping and crushing the biological indicator by hand. Steris sales provided in-service training on the proper use of the biological indicator. Steris also provided the user facility with another capping and crushing tool (activator). The instructions for use state: "caution-always use the activator to crush the media ampoule as incorrect activation may lead to user injury."

Event description:
The user facility reported that their v-pro max sterilizer obtained a positive biological indicator. Instruments present in the sterilizer were reprocessed before use in patient procedures. A procedural delay was reported.